Manufacturer narrative:
All available information was investigated and the reported failure to advance during use could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. The reported deformation due to compressive stress (damaged soft tip) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported failure to advance. The damaged soft tip appears to be a cascading effect of the failure to advance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) inserted into the groin. However, difficulties advancing the sgc occurred and the sgc became hung up on the perclose suture device. The soft tip was observed to be damaged. Therefore, the sgc was removed and replaced. Another sgc was inserted and the procedure was continued. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.